Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose at the time of incident was found to be 600 mg/dl. The symptoms for high blood glucose were none. The customer was using the insulin pump within 48 hours of the reported high blood glucose event. The customer was not using auto mode at the time of incident. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.